Manufacturer narrative:
An investigation was initiated in response to the customer complaint of obtaining a misidentification of streptococcus mitis as streptococcus pneumoniae while analyzing a patient isolate with the vitek® ms (ref (B)(4). Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the customer's issue as a trend for the vitek ms. Fine tuning: according to the vilink alert tool criteria, no fine tuning was needed during the tests made on 13 jul 2022. Spot preparation quality: the customer's spot preparation quality was non-optimal. The calibrator and sample ¿all peaks¿ values are quite heterogeneous. Customer data analysis: note : it was not possible to define which of the customer's tests are from 11 hours of incubation time but they have to be discarded because it is an ¿off label use¿. Recommended incubation time is 18h-72 hours for bacteria. In addition, as our bacteria database have been built with 18h-72 hours incubation time, using non validated incubation time could affect the performances. By reprocessing the customer data with vitek ms kb v3.2, results are quite heterogeneous with a high level of no identification results : no identification (18 times), streptococcus pneumoniae (11 times), streptococcus mitis/streptococcus oralis (2 times), streptococcus suis (1 time). In addition, several spots have been acquired two times. 7 times : second acquisition gave same result, 4 times : second acquisition change from no identification to single choice streptococcus pneumoniae, 1 time : second acquisition change from streptococcus mitis/streptococcus oralis to streptococcus pneumoniae. Reprocessing customer¿s samples spectra with a support tool (mmass) in order to compare the peaks allows to show that there are presence of peaks near 7.5 kda and near 15 kda (double-charged peaks). Based on this observation, we suspect the presence of hemoglobin peaks in these spectra. The hemoglobin peaks are prominent and prevent the expression of the other proteins, leading to very few number of peaks and consequently giving the misidentification or no identification. The presence of hemoglobin peaks is likely due to agar being transferred from the culture plate onto the test slide during the deposit of the organism. Root cause: based on the investigation findings, the suspected causes for the customer's issue are non-optimal sample spot preparation and/or the expected identification may be a species not present in the vitek ms knowledge base (kb v3.2). To confirm the expected identification, analysis by a reference method (sequencing) would be required. The sample strain is no longer available, so no further testing can be performed to determine the expected identification. Conclusion-: the investigation determined that the customer's issue is likely due to non-optimal sample spot preparation, and the organism may not be present in the vitek ms knowledge base (kb v3.2). The expected identification for the organism cannot be determined by reference method testing (sequencing) since the sample is no longer available from the customer. Local customer service (lcs) has been requested to provide the customer with additional training materials to help improve sample spot preparation technique.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in chinese taipei (taiwan) notified biomérieux of obtaining a misidentification of streptococcus mitis as streptococcus pneumoniae while analyzing a patient isolate with the vitek® ms (ref (B)(4). The customer reported obtaining the identification of streptococcus pneumoniae with the vitek ms while further testing confirmed the expected identification to be streptococcus mitis. There is no indication or report from the customer that the misidentification led to or contributed to any death, serious injury, or serious deterioration in the state of health for the patient. An investigation was completed.